Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc) and was not pacing at maximum amplitudes. A revision procedure was performed and the rv lead could not be successfully repositioned. Ultimately, the lead was extracted. Upon removal, the physician observed the lead tip to be covered in tissue growth. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a trace of dried tissue found in the helix. Further device testing confirmed the lead to be electrically continuous.